Event description:
It was reported that scale was reading inaccurately. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. The device was not evaluated, as a probable cause for the issue was identified during communication between the customer and stryker and no further assistance was requested by the customer.